Event description:
Boston scientific received information that this lead had exhibited inappropriate pacing following an implant procedure. Undersensing, oversensing, and loss of capture were also reported. The patient later developed an infection and a revision procedure was performed. The system was replaced. No further patient effects were reported.

Manufacturer narrative:
The explanted products are not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.